Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 18-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station need to delete matrix drawer. A field service engineer determined the issue occurred when the customer swapped drawers and the station powered on when the drawer was plugged in, resulting in controller board damage. Performed meter testing on the drawer board and completed diagnostics, confirming the drawer was operating normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es needed to delete matrix drawer and smoke was started to come from the back of the device. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.